Manufacturer narrative:
This report concerns the second adverse event. The initial adverse event has already been reported in a previous report. MFR report # 3008853977-2013-00335 (for first event). Subject device remains implanted.

Event description:
It was reported that at more than 2 years follow-up (unknown date) of an oculomotor palsy (initial adverse event) that occurred 2 days after stent-assisted coil embolization of left cavernous segment aneurysm, the oculomotor palsy had worsened (second adverse event). Medical intervention by internal carotid ligation and superficial temporal artery - middle cerebral artery (sta-mca) bypass surgery was performed 2 years 8 months after the initial adverse event. The oculomotor palsy was not improved 6 months post medical intervention.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient complications are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that at more than 2 years follow-up (unknown date) of an oculomotor palsy (initial adverse event) that occurred 2 days after stent-assisted coil embolization of left cavernous segment aneurysm, the oculomotor palsy had worsened (second adverse event). Medical intervention by internal carotid ligation and superficial temporal artery - middle cerebral artery (sta-mca) bypass surgery was performed 2 years 8 months after the initial adverse event. The oculomotor palsy was not improved 6 months post medical intervention.